Manufacturer narrative:
UDI #: could not be established because lot/serial number is not available. Date of event: the issue was received on (B)(6) 2015; however, the exact date of the event diagnosis is unknown, not provided. Lens catalog # and serial # were not provided; therefore, the expiration date is not available. If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). The device manufacture date is not available.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2005. During follow up, the doctor noticed the back surface of the lens seemed partially calcified and opaque. Doctor performed a yag procedure; however, it did not resolve the issue. No patient injury was reported and there didn't seem to be any inflammation.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturer as to date it remains implanted; therefore product testing could not be performed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Through follow up additional information was provided: age/date of birth: patient was born in (B)(6). Gender/sex: female. Catalog #: z9000, serial #: (B)(4), expiration date: 09/30/2007. Device manufacture date: 10/22/2004. Additional information provided by the physician stated that he has not explanted the lens and will be referring the patient to an external disease sub-specialist. The yag procedure was performed (B)(6) 2015. It became obvious that the posterior capsule was not opacified but the posterior aspect of the lens was calcified. Patient has a model ar40e lens implanted in their left eye and had no significant opacification. Pre-op acuity was worst than 20/50. Physician does not have exact acuity since this was done at another hospital, but the patient did have 20/20 post-op. All pertinent information available to abbott medical optics has been submitted.